Event description:
No ventilator alarm, no low pressure alarm. The pt was found after the pulse oximeter went off to be decannulated or partially decannulated patient is hospitalized. Unit used in conjunction with humidifier, on ac power at time of event. When bench testing the machine with a new 4.5 bivona uncuffed trach with no patient attached the ventilator reached pressure each breath and no low pressure alarm sounded, this was later done with a 6.0 adult shiley and again the ventilator reached pressure with no alarms with the trach open to air. Second report source stated: patient became disconnected. Trach came out of patient's neck and patient was not ventilated. Back pressure from trach was 18 cm h2o. An alarm was not heard from the ventilator. However, the pulse oximeter did alarm, but the family members did not respond to it, because it had alarmed on multiple occasions in the passed. The pt coded. Patients current condition: brain damaged.